Event description:
As reported, the physician treated an in-stent restenosed lesion located in the ostium of the rca. It was noted that the patient had a cypher stent implanted in 2005 and that the proximal end of the stent extended into the aorta. To treat the target lesion, the cutting balloon was positioned through one of the stent's cells. After 3-4 inflations, the balloon completely deflated. Upon removal, the balloon caught in the stent cell. In an attempt to remove the trapped balloon the catheter separated at the monorail position. The patient was sent to the or for removal of the catheter and bypass surgery. The patient is currently stable.